Manufacturer narrative:
An event of dissection near access site. Was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicates that there was no resistance noted during advancement of flexnav. Based on all available information, the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 09 november 2023, a small flexnav delivery system was selected to implant a 25mm navitor valve. After implantation of navitor valve through the left subclavian approach, the dissection was confirmed by the access angiography. Possibly caused by small flexnav delivery system during device-passage. Although the imaging delay was not confirmed, and the blood flow inhibition to the peripheral was not confirmed either, the intima of the blood vessel was peeled off, and flap-like was confirmed. Therefore, stent was deployed considering the risk of acute occlusion after the operation, and the blood flow to the peripheral was confirmed, and the procedure was completed without problems. The patient's condition is stable.